Manufacturer narrative:
The device was not returned for this invetsigation. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
The patient initially contacted teladoc health regarding concerns with the accuracy of their livongo meter on 12/19/2023. Additional reach out was made to understand the issue, and it was discovered on 1/23/2024 that on 12/19/2023, the patient used their meter and received a reading that was high resulting in the patient taking too much insulin due. The patient stated that they sought medical attention at a hospital for this issue.